Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that insulin pump had critical pump error and a broken force sensor was detected during seating or regular delivery. Blood glucose was unknown. Customer reported that they received a critical pump error image on the pump screen. Customer reported that a broken force sensor was detected during seating or regular delivery error was displayed before the critical pump error image was displayed on the screen. The insulin pump will be returned for analysis.

Manufacturer narrative:
Unit received with blank display due to corrosion on all electronic assemblies. Unable to verify critical pump error due to blank display. Unable to perform displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement, active current measurement and self-test due to blank display.